Event description:
Litigation alleged the patient suffered bone, tissue and ligament damage to the joint space, muscle atrophy, fluid in the joint space, pain, inflammation, compromised stability and chromium and cobalt toxicity and complications therefrom as a result of the implanted asr hip.

Event description:
Litigation alleged the patient suffered bone, tissue and ligament damage to the joint space, muscle atrophy, fluid in the joint space, pain, inflammation, compromised stability and chromium and cobalt toxicity and complications therefrom as a result of the implanted asr hip. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.